Event description:
It was reported that the writer attended resident at 0300 as hca informed writer that resident's urinary catheter which had been inserted (B)(6) 2025 had fallen out. On inspection latex urinary catheter noted to be leeched white, balloon broken at sidewall with notable deterioration and delamination of catheter. No pieces of latex noted to be missing from degraded/broken balloon damaged foley catheter wiped down, placed in ziploc and double bagged in second ziploc and labelled with resident's identification sticker. Pinned to bulletin board in oyen long term care dirty utility room. At 1900 h report writer had been informed that resident had been experiencing itchy skin, bladder spasms, purulent yellow penile discharge, urethral discomfort and milky /cloudy white urine with ++ sediment in drainage tube. Resident catheterized with #20 fr all-silicone foley catheter at 0340. See avatar, nursing documentation and in and out record. 5 hours post event resident reports feeling better with no bladder spasms since insertion of all-silicone catheter, no skin itchiness and no ureteral discomfort. They had unexpected/prolonged care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be due to poor coating or coating peel off. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Correction: f,h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the writer attended resident at 0300 as hca informed writer that resident's urinary catheter which had been inserted (B)(6) 2025 had fallen out. On inspection latex urinary catheter noted to be leeched white, balloon broken at sidewall with notable deterioration and delamination of catheter. No pieces of latex noted to be missing from degraded/broken balloon damaged foley catheter wiped down, placed in ziploc and double bagged in second ziploc and labelled with resident's identification sticker. Pinned to bulletin board in oyen long term care dirty utility room. At 1900 h report writer had been informed that resident had been experiencing itchy skin, bladder spasms, purulent yellow penile discharge, urethral discomfort and milky /cloudy white urine with ++ sediment in drainage tube. Resident catheterized with #20 fr all-silicone foley catheter at 0340. See avatar, nursing documentation and in and out record. 5 hours post event resident reports feeling better with no bladder spasms since insertion of all-silicone catheter, no skin itchiness and no ureteral discomfort. They had unexpected/prolonged care.

Event description:
It was reported that the writer attended resident at 0300 as hca informed writer that resident's urinary catheter which had been inserted (B)(6) 2025 had fallen out. On inspection latex urinary catheter noted to be leeched white, balloon broken at sidewall with notable deterioration and delamination of catheter. No pieces of latex noted to be missing from degraded/broken balloon damaged foley catheter wiped down, placed in ziploc and double bagged in second ziploc and labelled with resident's identification sticker. Pinned to bulletin board in oyen long term care dirty utility room. At 1900 h report writer had been informed that resident had been experiencing itchy skin, bladder spasms, purulent yellow penile discharge, urethral discomfort and milky /cloudy white urine with ++ sediment in drainage tube. Resident catheterized with #20 fr all-silicone foley catheter at 0340. See (B)(6) nursing documentation and in and out record. 5 hours post event resident reports feeling better with no bladder spasms since insertion of all-silicone catheter, no skin itchiness and no ureteral discomfort. They had unexpected/prolonged care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.